Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. Correction: d4 to remove serial number (B)(6). The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The device history record was unable to be reviewed for this device since the correct serial number was not obtained. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the reported event was due to a cable failure. However, a conclusive root cause was not determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the cable was not responding (no image). The issue occurred during preparation for use for an unspecified diagnostic procedure. There were no reports of patient harm.